Manufacturer narrative:
(B)(4). Reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device control unit did not function, the device would not charge and the red light emitting diode(led) light was on, the battery empty and the bracket was missing. It was further determined that the device failed pre-tests for saw- test, function- test, charging and checking of power module in charger and general condition and lever. It was reported in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.